Event description:
Upon visual inspection of the fluoro image, the atrial pin was obviously not seated properly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).